Manufacturer narrative:
Evaluation results: cadd legacy 1 pump (6400) was returned for investigation. The keypad and labels were still intact. No physical damaged was found on the device. The investigator was unable to duplicate the "no disposable clamp tubing" error during power up, and during the 5 minute infusion test. Both the occlusion sensors functioned within specification. No physical damaged was found on both the occlusion sensors. The investigator noted that when removing a cassette from the device, a continuous alarm will sound, and the pump will display "no disposable clamp tubing." The investigator replaced the upstream sensor as preventive measure.

Manufacturer narrative:
Report source: the medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed for "clamp tubing". The patient observed no kinks in the line and was able to switch over to another pump fine. The issue was not in patient use when the issue was identified. There was no reported adverse event.